Event description:
Pt presented post-operatively with a flexion contracture. Revision surgery is planned to revise the patella, perform a posterior capsule release, and exchange the poly inserts.

Manufacturer narrative:
Pt presented post-operatively with a flexion contracture. Revision surgery is planned to revise the patella, perform a posterior capsule release, and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to spec.